Manufacturer narrative:
(B)(4) explant of the iol is scheduled for (B)(6) 2015.(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a patient experiencing excessive brightness, halos and glare especially at night in the right eye approximately seven (7) weeks post implant of a zmb00 21.5 intraocular lens (iol). The patient had complained about the lens and has requested to have it removed. An explant of the iol is scheduled for (B)(6) 2015.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was cut in pieces, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal 1-piece lens. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no other non-conformances generated during the manufacturing process. There is no complaint related test. However, results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received indicated the lens explant was scheduled for (B)(6) 2015. The outcome significantly interfered with patient's activities of daily life. Further follow up confirmed that the intraocular lens was explanted on (B)(6) 2015. The implant was successfully removed and replaced with a non amo lens. The new lens was placed in the bag, no vitrectomy was performed, the capsular bag was intact. There was no enlargement of the incision. Required intervention to prevent permanent impairment/damage. Explant date: if explanted; give date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.